Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded at the hospital. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 36-48 hours of pod wear on the abdomen. Blood glucose was reported to have increased above 500 mg/dl. The patient subsequently developed symptoms including vomiting, prompting her to seek medical attention. She was transported to the emergency room and subsequently admitted with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization consisted of insulin infusion. The patient remained hospitalized overnight and was discharged on (B)(6) 2026. It was further noted that the omnipod system triggered an alarm indicating a switch to manual mode prior to the emergency. No further details about the alarm were provided. The pod involved was removed and discarded at the hospital, so it is unavailable for investigation.